Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege the following: two weeks following surgery, patients hip spontaneously dislocated while she was laying quietly, 911 was called and patient was taken to the emergency room. After relocating the pinnacle hip, patient was placed in a restraining brace which left her essentially bedridden for the next two months. However, in the months after surgery, patient continued having increasing pain in her hip. In (B)(6) 2011, patient was diagnosed with inflammatory synovitis from metal and tested for and diagnosed with elevated metal levels. Due to the pain associated with her pinnacle hip, patient was no longer able to stand for any period of time, was no longer able to carry out her duties as a registered nurse working with babies in the newborn intensive care unit. This resulted in the loss of the professional position she had held for the past 23 years. Patient has suffered from injuries of a permanent, lasting and painful nature. Furthermore, patients ability to perform normal and enjoy regular activities has been impaired. Doi: (B)(6) 2009 - no revision reported at this time (right side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation papers allege the following: two weeks following surgery, patient's hip spontaneously dislocated while she was laying quietly, 911 was called and patient was taken to the emergency room. After relocating the pinnacle hip, patient was placed in a restraining brace which left her essentially bedridden for the next two months. However, in the months after surgery, patient continued having increasing pain in her hip. In (B)(6) 2011 patient was diagnosed with "inflammatory synovitis from metal" and tested for and diagnosed with elevated metal levels. Due to the pain associated with her pinnacle hip, patient was no longer able to stand for any period of time, was no longer able to carry out her duties as a registered nurse working with babies in the newborn intensive care unit. This resulted in the loss of the professional position she had held for the past 23 years. Patient has suffered from injuries of a permanent, lasting and painful nature. Furthermore, patient's ability to perform normal and enjoy regular activities has been impaired. Doi: (B)(6) 2009 - no revision reported at this time. (Right side). Update 24 apr 2018: wpc-6462-2011 has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. Ppf alleged dislocation. Doi: (B)(6) 2009 - dor: mar 11, 2011 (right hip).

Event description:
Litigation papers allege the following: two weeks following surgery, patient's hip spontaneously dislocated while she was laying quietly, 911 was called and patient was taken to the emergency room. After relocating the pinnacle hip, patient was placed in a restraining brace which left her essentially bedridden for the next two months. However, in the months after surgery, patient continued having increasing pain in her hip. In (B)(6) 2011, patient was diagnosed with "inflammatory synovitis from metal" and tested for and diagnosed with elevated metal levels. Due to the pain associated with her pinnacle hip, patient was no longer able to stand for any period of time, was no longer able to carry out her duties as a registered nurse working with babies in the newborn intensive care unit. This resulted in the loss of the professional position she had held for the past 23 years. Patient has suffered from injuries of a permanent, lasting and painful nature. Furthermore, patient's ability to perform normal and enjoy regular activities has been impaired.